Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.